Event description:
Pt status post tlif procedure implanted with click-x construct, levels l5-s1, in (B)(6) 2008 was found to have a non-union and two broken screws ((B)(4)) with patient developing adjacent level disease on an unk date. The pt was returned to operating room on (B)(6) 2012, with all construct hardware being removed. During the removal procedure surgeon removed the two broken screw heads and shafts however, the distal tips of both screw shafts broke off and remain in the pt's bone. Pt was revised to competitor implants at levels, l2, l3, l4, l5, and l5-s1. The procedure was completed. This is 13 of 14 reports for this event.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.